Event description:
It was reported the customer was hospitalized for 21 days. The customer also reported they were having problems with the insulin pump reloading. The customer was assisted with the priming process three times. The customer was later disconnected from the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.